Event description:
Health professional reported "gastric prolapse/band slippage". Additional comments "did not resolve with meds and deflation. Band removed with conversion to bypass on (.) By another surgeon." Pt was also hospitalized.

Manufacturer narrative:
Taper ii. The product of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage and pouch dilation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events ob band slippage and pouch dilation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."